Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's odor. The patient has alleged the device smelled burning rubber smell or electrical fire smell. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed a dust-like contaminant on the front panel, top enclosure, rear panel, and bottom enclosure. The manufacturer also observed a brownish contamination throughout an area on the pca and the heated tube circuitry was blown. A very small amount of dust-like contaminate was observed on the blower motor. There were zero errors found. Manufacturer can confirm the complaint due to the circuit being blown. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.